Event description:
Additional information was received on (B)(6) 2012 when the patient's implanted generator information was corrected by the implanting hospital. A battery life calculation was performed which showed 4.23 years remaining until eri=yes.

Event description:
On (B)(6) 2012, clinic notes from a vns treating neurologist were received by the manufacturer. Review of the clinic notes dated (B)(6) 2011, revealed that the patient has experienced more seizures lately. The clinic notes state however that the vns was reported to be working ok. Additional information was requested from the physician, but no further information was received.

Manufacturer narrative:
Additional information was received regarding the implanted product information. Type of report; corrected data: inadvertently did not check 30-day; on initial report.